Event description:
It was reported that the lead was scheduled to be replaced due to high impedance measurements and high thresholds. At lead replacement, fracture at suture sleeve was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.